Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rewg0695 showed eight other similar product complaint(s) from this lot number (391593, 403561, 403565, 404134, 410159, 416306, 416307, 417748).

Event description:
It was reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. From that time to (B)(6) 2012, hemodialysis is successful. (B)(6) 2012, the doctor found the patient's catheter out of position 1 cm when he was in hemodialysis. The doctor checked and confirmed that the cuff was still in patient's body. The catheter separated from the cuff. The doctor has to change a new catheter.